Event description:
It was reported that the patient was hospitalized due to a suspected hematoma formation following a trial procedure. The physician believed that the patient's symptoms were not device related. The patient underwent a procedure wherein the spinal cord stimulator (scs) trial leads were explanted and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).